Event description:
Type of procedure: ovariectomy. According to the reporter: the gray reload was used to resect the ovary. After removing from the patient, the reload would not open to be removed from the patient. The reload had to be cut out from the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).